Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had not recharged since (B)(6) 2010 at which time the company rep turned the stimulation down to 0 volts then off. The pt was now recharging, with 8 coupling bars seen, but was getting a power-on-reset (por) message screen on their programmer. The company rep reviewed the procedure for clearing the por with the pt programmer with the pt before proceeding with further recharging. It was noted that the pt was going to have a lead revision on (B)(6) 2011. Additional info was requested. See MFR's report # 3004209178201010874.